Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: added impact code f1907/more complex surgery.

Event description:
It was reported that during a routine battery replacement procedure, loss of capture (loc) was observed upon reconnecting the chronic right ventricular (rv) lead to the new device. No asystole was reported. As a result, the rv lead was surgically abandoned and replaced. It was noted that the previous pacemaker had been implanted on the right side where the veins were occluded, and the physician decided to implant the new device on the left side. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine battery replacement procedure, loss of capture (loc) was observed upon reconnecting the chronic right ventricular (rv) lead to the new device. No asystole was reported. As a result, the rv lead was surgically abandoned and replaced. It was noted that the previous pacemaker had been implanted on the right side where the veins were occluded, and the physician decided to implant the new device on the left side. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine battery replacement procedure, loss of capture (loc) was observed upon reconnecting the chronic right ventricular (rv) lead to the new device. No asystole was reported. As a result, the rv lead was surgically abandoned and replaced. It was noted that the previous pacemaker had been implanted on the right side where the veins were occluded, and the physician decided to implant the new device on the left side. No additional adverse patient effects were reported.